Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "upstream occlusion issues", which were not reproduced. During the evaluation, the upstream sensor was observed to have low fluid numbers. The ultrasonic sensor was determined to be the failing component. The failed upstream sensor assembly was replaced.

Event description:
It was reported that a spectrum pump was experiencing "upstream occlusion issues". Any patient involvement, injury or medical intervention is unknown.